Event description:
Upon removal of the sds from its sterile packaging, it was noticed that the distal end of the balloon/stent assembly appeared to be slightly opened up, as if it had been slightly inflated. Therefore, the product was not used clinically. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.